Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during manual prime process and had grinding noise during priming. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.